Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument used during the procedure that was not fully closed while passing through the cannula tip. Material degradation during the molding process could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur. This report represents the initial and final report.

Event description:
Procedure performed: ni. Event description: during a surgical procedure identification by operator of a sharp piece about 5mm in the patient's abdomen. Additional information received from territory manager on 11 january 2018: for the incident with the trocart there was a blue piece of the sleeve in the abdominal wall . The surgeon make his operation successfully but one nurse find this blue piece when they get out the trocart. Picture of the "sharp piece" is not available. Patient status: there was no patient injury.